Event description:
Guidant received information that this epicardial ventricular lead had fractured. The lead was removed and successfully replaced.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.